Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the patient underwent ultrasound-guided PICC placement on (B)(6) 2024, which went well, and the catheter was used for postoperative infusion. The patient was re-admitted to the hospital on (B)(6) 2025, and the catheter was used for infusion. The nurse found persistent oozing from the puncture point and pulled the catheter out slowly. The catheter was found to have a split 21 cm from the tip of the catheter, and the catheter could not be used any longer. The catheter was pulled out, and the nurse had opened a new batch of catheter for the patient opened a new batch of catheter and reintroduced the catheter to the patient.